Event description:
Information was received from the user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the tightening handle was broken. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received as instruments were used numerous times.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.